Event description:
Pt¿s wife was contacted by dexcom technical support on (B)(4) 2012. Pt¿s wife reported that on (B)(6) 2012, pt suffered a hypoglycemic episode at approx. 3:30 am during which cgm alerts were triggered and heard. Pt¿s wife decided to treat pt with orange juice but was unable to do so since when she came back to tend to pt, pt was having seizures. Pt¿s wife called paramedics. Paramedics performed CPR among other procedures and transported pt to hospital. One hour later, around 5 am, pt was pronounced dead. Pt¿s endocrinologist reported to dexcom¿s diabetes educator that pt suffered from a history of heart disease. Pt¿s endocrinologist is attempting to obtain pt¿s cgm data around the date of his death. Dexcom is collaborating with both pt¿s wife and pt¿s physician in order to obtain pt¿s cgm data around the date of his death. Dexcom is collaborating with both pt¿s wife and pt¿s physician in order to obtain and document events around the event. However pt¿s cgm receiver has not been recovered and returned to dexcom yet.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.